Event description:
Customer reportedly received results of 1.4 mmol/l and 8.7 mmol/l within 10 minutes on the compact plus system. Customer consumed a lifesaver candy after testing 1.4 mmol/l. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).